Event description:
On (B)(6) 2010, patient reported the down button on his infusion device is not functioning. Patient stated the button is raised and it does not give the beeps or vibrations when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.